Event description:
It was reported that recovery filter was placed in a pt prior to gastric bypass surgery. After the surgery, the pt complained of shortness of breath and chest pain. Spiral CT revealed small bilateral pe. The filter was in the right atrium and was clot burdened. The doctor unsuccessfully attempted to remove the filter with a recovery cone. The doctor used a snare and removed the device. The pt is reported to be doing fine.